Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient discovered information about the device recall during a follow up visit for a bad cough that lasted for months. The patient mentioned being in the hospital for breathing issues, however there were no details surrounding the hospital visit nor any specific medical diagnosis/interventions reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient discovered information about the device recall during a follow up visit for a bad cough that lasted for months. The patient mentioned being in the hospital for breathing issues, however there were no details surrounding the hospital visit nor any specific medical diagnosis/interventions reported. The patient subsequently reported being hospitalized between june 5, 2025 through june 13, 2025 for shortness of breath which was diagnosed as heart failure. The patient provided additional details reporting the cough began on december 21, 2024 and the cough was "on and off" for five months prior to being hospitalized for low oxygen due to the cough. The patient reported cleaning the device with warm soap and water once weekly. The patient reported using wipes from the clinic to clean the mask daily. The patient did not report any device malfunction. The patient stated the device settings are 6 to 12. While at an appointment, the patient was asked was the device replaced due to a recall. This prompted the patient contacting philips for a replacement. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Update: adverse event tab: section b: adverse event /product problem updated. Outcomes attributed to ae added. Other relevant history updated. Manufacturer tab: section h: patient outcome code updated. Health impact code updated.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient discovered information about the device recall during a follow up visit for a bad cough that lasted for months. The patient mentioned being in the hospital for breathing issues, however there were no details surrounding the hospital visit nor any specific medical diagnosis/interventions reported. The patient subsequently reported being hospitalized between june 5, 2025 through june 13, 2025 for shortness of breath which was diagnosed as heart failure. The patient provided additional details reporting the cough began on december 21, 2024 and the cough was "on and off" for five months prior to being hospitalized for low oxygen due to the cough. The patient reported cleaning the device with warm soap and water once weekly. The patient reported using wipes from the clinic to clean the mask daily. The patient did not report any device malfunction. The patient stated the device settings are 6 to 12. While at an appointment, the patient was asked was the device replaced due to a recall. This prompted the patient contacting philips for a replacement. The device has not yet been returned. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. Updated: evaluation method code grid updated. Evaluation results code grid updated. Component code grid updated. Conclusion code grid updated.